Event description:
"During laparoscopic procedure, for vaginal hysterectomy, ez35b misfired, while physician was using the unit. Pt was opened and cartridge retrieved from field and hysterectomy was completed. Procedure given to co representative for evaluation." "This is the second ez35b that misfired within 3 days."